Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.75mm x 15mm quantum maverick balloon catheter was selected for use. However, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications. Patient was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). E1: initial reporter phone: (B)(6).